Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A broken pierced boss and pierced leg-tip was returned loose. The remaining parts or pieces of the clip was not returned. Visual examination revealed of the cartridge revealed that it was returned with no clips remaining. The sample appears used as there is biological material on the cartridge. The appliers were not returned. R & d was consulted. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Broken pierced bosses were returned. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - multiple" was confirmed based upon the sample received. A broken pierced boss and pierced leg-tip was returned loose. The remaining parts or pieces of the clip was not returned. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that (B)(6) 2020, in (B)(6), the hinge of the clip was found broken during usage on the patient for hysterectomy.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73b1900383 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in (B)(6), the hinge of the clip was found broken during usage on the patient for hysterectomy.